Event description:
Caller reported not seeing drops of insulin at tubing's end during the fill tubing step in load sequence. There was no reported impact to customer¿s blood glucose level. Customer addressed high blood glucose by administering a correction injection via a multiple daily injection method and resolved the issue independently a few days prior to contacting support. Technical support confirmed steps were followed correctly and communicated off-label insulin messaging, which the caller understood. Customer resumed insulin delivery successfully.